Event description:
It was reported that the subject device had no image. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: board set (pal) does not generate a picture via the connection socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the board set is defective a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.